Event description:
During a review of programming history received from a physician's handheld computer, it was observed that diagnostic testing had resulted in high lead impedance. The vns was programmed off. Interrogation of the device also showed that the generator had reached end of service. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.